Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated that the pump contrast was set to 10 but the display screen was dim. The reporter indicated changing the battery without resolving the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/04/2013 with the following findings:the pump powered on with a faded and discolored display screen. The pump contrast was adjusted to max without the issue resolving. The pump display screen as replaced with a test screen and the display returned to normal. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.